Event description:
It was reported the patient was no longer receiving stimulation relief for her pain the scs system. The patient reported turning the amplitude up did not resolve the issue. Follow up identified the sjm representative met with the patient for reprogramming. It was reported the amplitude was adjusted for the frequently used program within the system. It was reported the patient vocalized overall satisfaction with the stimulation therapy, however, a diminished efficacy since implant was reported. There was no further intervention planned at the time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.